Event description:
It was reported that this device could not be interrogated. It is known that the device had reached end-of-life battery status in february of 2023. This is after a little over five years of implant time. The patient elected not to have the device replaced. The device remains implanted. There were no adverse patient effects.